Event description:
A surgeon reported a case of stage two dlk (diffuse lamellar keratitis), observed one day post lasik surgery. Follow up info received, showed pt was put on steroid therapy, post operatively, and the dlk cleared up shortly afterwards.

Manufacturer narrative:
Investigation inluding root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).